Event description:
Additional information was received indicating the plan was to continue monitoring the system with routine follow-up. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated, should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range pace impedance measurements. It was noted that this was a chronic issue, and boston scientific technical services discussed turning off daily measurements to prevent additional high impedance measurement alerts. The system remains in service. No adverse patient effects were reported.